Manufacturer narrative:
This report is for an unknown cannulated titanium screw with a 7.3 millimeter diameter/unknown quantity/unknown lot. (B)(4): the investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, grossterlinden, l. Et al, factors influencing the accuracy of iliosacral screw placement in trauma patients. (2011). International orthopaedics, 35, 1391-1396. The authors conducted a retrospective study of eighty-two patients (52 females and 30 males) with an average age of 49.7 years (range, 13-87 years) with vertically unstable pelvic fractures. The patients were treated between january 2002 and august 2007 with an overall total of 147 iliosacral screws implanted (synthes cannulated titanium screws with a 7.3 millimeter diameter). Comparison was made of technique (navigated versus standard) and the individual experience of the surgeon (low versus high volume surgeons). Screw malposition was defined as any screw penetration of the bony cortices, regardless of the direction of the penetration. Results included: malposition of iliosacral screws in 13 cases seen on postoperative computed tomography (CT) scans; five of these cases required revision of the screw position and six screw misplacements in patients for whom two unilateral screws were inserted into sacral vertebra one. A copy of the literature article is attached to this medwatch. (B)(4). This report is for an unknown cannulated titanium screw with a 7.3 millimeter diameter.